Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to moisture. The customer states there was constant tone. The customer's blood glucose level at the time of incident was 110mg/dl. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damaged found on the mother board. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No constant tone noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. All of the buttons functioned properly and no moisture damage was found on the keypad traces or the motor noted. The insulin pump had cracked case at the display window corner, cracked lcd window and minor scratched lcd window.